Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device and a non-abbott stopcock were returned and investigated. The reported loose/intermittent connection was unable to be confirmed as the stopcock was able to be securely attached to the steerable guide catheter (sgc). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported loose/intermittent connection is possibly related to variation in the non-abbott stopcocks used at the account; however, this cannot be definitively determined. The returned device analysis confirmed that the sgc flush port functioned as expected. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the stopcock connection which, if the device was used, has the potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guiding catheter (sgc), the stopcock was attached to the flush port of the sgc, but would come undone. Three different stopcocks were attempted, but all would not stay connected. The sgc was not used in the anatomy and was replaced. A new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.